Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/21/2016. The fse found a leak from the diff waste chamber (vc26). He observed that the fitting to the drain was plugged not allowing vc26 to drain properly. The fse removed the obstruction, which resolved the leak and the instrument ran without leaks and all repairs were verified per established procedure. (B)(6).

Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter lh 750 hematology analyzer. The leak was contained within the instrument. The instrument was idle when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves, and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.